Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that a patient underwent idiopathic ventricular tachycardia (idvt) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered steam pop and cardiac tamponade requiring pericardiocentesis. Caller reported the physician felt and heard a steam pop while ablating in the right ventricular outflow tract (rvot), and there was a drop in blood pressure on the patient. The cardiac perforation was confirmed by ultrasound, as there was blood in the epicardial space. Caller reported that the medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The patient was reported to be in stable condition. Device evaluation details: the device was visually inspected, and it was found char on dome. Then, deflection test was performed, and it was found within specifications, the catheter was deflecting correctly. Then, electrical test was performed on the catheter and it was found within specifications, no electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested, and it was working properly, the force values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Then, irrigation test was performed and failed due to char. A manufacturing record evaluation was performed and no internal action was found during the review. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. In addition, char is a physical phenomenon of rf; it can be the normal result of the ablation process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent idiopathic ventricular tachycardia (idvt) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered steam pop and cardiac tamponade requiring pericardiocentesis. Caller reported the physician felt and heard a steam pop while ablating in the right ventricular outflow tract (rvot), and there was a drop in blood pressure on the patient. The cardiac perforation was confirmed by ultrasound, as there was blood in the epicardial space. Caller reported that the medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The patient was reported to be in stable condition. The physician¿s causality opinion was no provided. There was no report of extended hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available in the future; the reportability decision will be reassessed. Steam pop in itself is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon. Thus it is not MDR reportable.

Manufacturer narrative:
On 7/27/2020, it was noticed that some information reported in the 3500a initial medwatch form was incorrect. Field h3. Device evaluated by manufacturer? Was incorrectly reported as "yes" however it should have been reported as "no" and field h3. Reason for non- evaluation was left blank and it should have been reported as "other" since the investigation is in progress. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref # (B)(4).